Manufacturer narrative:
The exact cause of the event could not be determined further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
A request for an urgent delivery of bushes for small and standard distal femoral replacements (axle, circlip for small and standard distal femoral replacement). It was reported that the surgeon is revising and washing out the old implant and changing the bushing and axle. It was further reported that the patient had an infected custom distal femur replacement.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A request for an urgent delivery of bushes for small and standard distal femoral replacements (axle, circlip for small and standard distal femoral replacement). It was reported that the surgeon is revising and washing out the old implant and changing the bushing and axle. It was further reported that the patient had an infected custom distal femur replacement.